Event description:
It was reported that noise was observed. An issue with the lead tip was suspected. The lead was explanted replaced with no adverse consequences to patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.